Event description:
It was reported to boston scientific corporation that an obtryx halo system was used during a procedure performed in 2007. According to the complainant, three years after the procedure, the patient presented with vaginal pain. Upon physical exam, it was found there was erosion in the vaginal forensics. On (B) (6) 2010 the physician excised a 1 cm portion of the mesh and sent it to pathology. It was reported that the mesh appeared to have eroded through the vaginal mucosa. The physician closed the vaginal mucosa where the mesh was removed. The patient presented with the pain two weeks prior to the mesh excision procedure. The patient condition at the conclusion of the procedure was reported to be "fine". The patient was prescribed cipro 500 mg taken orally, twice a day, for 10 days, and starting 5 days prior to the excision procedure.

Manufacturer narrative:
(B) (6). (B) (6).